Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the locking mechanism on the motor device was damaged. It was also observed that the device failed the safety pre-test. It was reported in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the type of reportable event was incorrectly documented as a serious injury in the initial report. It has been updated as a malfunction to reflect the correct type of reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.